Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator had a frozen screen. The ventilator was not on a patient at the time of the reported event. A service engineer evaluated the ventilator and confirmed the customer¿s reported condition. To resolve the condition, the single board computer was replaced. A software update was also performed and the ventilator passed self-testing.

Manufacturer narrative:
Device evaluation summary: the replaced single board computer (sbc) printed circuit board assembly (pcba) was returned to medtronic for failure investigation. Upon testing of the returned sbc board, the evaluation team was able to duplicate the reported condition. The sbc board was seated into the main control board of an ht70 test bed. The unit under testing (uut) was powered up and the device stalled during post. The display was blank and the backlight and breathing indicator led were illuminated. The evaluation installed the boot-loader and application software ¿ both software installations were successful, indicating that the flash memory was erased. The rs232 serial port was connected to a computer with hyper terminal software and the device was powered up in debug mode. After reviewing the flash geometry, no bad critical blocks in the flash memory were found. The evaluation isolated the failure to the erasure of the flash memory on the sbc pcba but did not determine a cause. If information is provided in the future, a supplemental report will be issued.